Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage at electronic assembly. The device was also received with moisture damage on the motor and vibrator assembly. The pump was unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to blank display. The pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was in their pocket while they went into the pool. The display went blank. The battery was changed and the display came back briefly before going blank again. The patient's blood glucose at the time of incident was 98 mg/dl. During troubleshooting the customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.